Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that six months following the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed to treat paravalvular leak (pvl). No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that five months, three days following valve implant, the patient presented with bilateral limb edema without dyspnea. The patient was admitted due to an "important nocturnal cough" and congestive heart failure was noted. Per the physician, the valve contributed to the patient's presentation and a catheter intervention, bav was performed, as treatment. The condition resolved as a result of the bav. No additional adverse patient effects were reported. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information noted that aortography identified undefined mild aortic regurgitation after the valve was implanted. Further information was received which indicated that aortography noted the valve was initially implanted at 4 millimeter (mm). After the patient was admitted for congestive heart failure (chf) a trans-esophageal cardiac ultrasound was performed. The examination revealed that the valve was slightly deep in the left ventricle outflow chamber, with the lower extremity around the insertion of the large mitral. The mobility of the mitral valve was not affected. The previous reported paravalvular leak (pvl) was classified as severe and was identified between 30 and 40% of the valvular circumference. The subsequent cardiac decompensation reported as chf was related to the pvl. The previously reported bav performed twenty-six days following the patient presenting for chf, resolved the pvl and chf. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: additional information was received that the final implant depth of the valve was 4-6mm below the annulus. Six months post-valve implant, the implant depth was 8mm. It was noted the increased implant depth was probably due to a slight valve migration. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.